Event description:
It was reported that the screw assembly that holds button on acetabular reamer shaft unscrews and gets lost or comes apart during procedures and puts the patient at risk. Let me know if you "need" me to return this product. No surgical delay.